Manufacturer narrative:
One catheter was received with an attached contamination shield and a monoject 1.5cc limited volume syringe. During examination, the thermistor read 39.3 c when submerged in a 37.1 c water bath. The thermistor temperature reading accuracy is +/- .3c per the vigilance manual; the thermistor reading was out of specification. The thermistor resistor resistance (9101 ohms) was correct, per the applicable drawing. The thermistor resistance when submerged in a 37.0c water bath was within the allowable specification. The thermistor circuit was continuous. There were no open or intermittent conditions. The thermistor connector was opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the returned monoject 1.5cc limited volume syringe. The complaint was confirmed; additional investigation to determine root cause is underway. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
As reported,the catheter was inserted in the catheterization lab and when the patient was moved to the ICU later, the temperature reading were noted to be inaccurate, in the low 30's. With this temperature reading, the staff could not calculate the cco/ci measurements; however the pa pressure readings were available. There were other devices being used to monitor the patient's temperature and those readings were considered accurate. A vigileo monitor was being used with the catheter. The catheter was discharged. There were no patient complications reported.